Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.0/2.0/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The lens was later exchanged for a same length lens implanted vertically and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken, bent, and deformed to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).